Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va1pr6c, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had exposed dbs hardware on their right side that eroded through the skin. There were no systemic symptoms but obvious wound dehiscence over the connection between the lead and extension. The extension was removed through surgery to try and salvage the dbs lead. A new boot and proximal part of an extension lead was secured over the distal end of the dbs lead. It was noted the patient returned to baseline quickly after surgery and was discharged home. No further complications were reported or anticipated.